Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, audio beep anomaly, check settings alarm and button error from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer treated with a bolus from the pump. The customer had symptoms such as not being able to focus. The customer mentioned that the act button does not work. The customer was assisted with programming the pump. The insulin pump will be returned for analysis.